Manufacturer narrative:
Investigation - evaluation. C.h.u. De caen informed cook on 29jun2020 of an incident involving a wayne pneumothorax set (rpn: c-utpt-1400-wayne-112497-imh) from lot # 10338019. The wire guide became stuck in the drain and could not be removed. The customer stated there was no difficulty in advancing the wire and that the wire and obturator were removed as a unit. Another device was used to complete the procedure, with no adverse effects to the patient noted. A review of the complaint history, device history record (DHR), instructions for use (IFU), and quality control, as well as a visual inspection of the returned device, was conducted during the investigation. One used drain, stopcock, and wire guide were returned to cook for evaluation. Upon visual inspection, biomatter was noted throughout the components. The wire guide was stuck within the drain and the distal weld connection was broken, resulting in coil elongation and mandril protrusion. The distal weld ball was present. The wire guide was unable to be removed. Cook has concluded that this device was manufactured to specifications. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that the risks associated with these devices are acceptable when weighed against the benefits. A review of the dhrs for the reported complaint device lot (10338019) and the related wire guide component lot revealed no relevant non-conformances. A database search found one other event associated with the reported complaint device lot in which the device was confirmed to be manufactured to specification. Based on this information, cook concluded that no nonconforming product from this lot exists in house or in the field. Cook also reviewed product labeling. The product IFU, c_t_waynemod_rev5 ¿wayne pneumothorax set for seldinger placement,¿ provides the following information to the user related to the reported failure mode: ¿instructions for use 4. When the needle tip enters the pleural cavity, introduce the flexible end of the wire guide into the needle 10-15 cm. 5. Remove the needle, leaving wire guide in place. 6. Advance dilator over the wire guide to achieve desired dilation. Remove dilator, being careful to maintain wire guide position. 8. Advance the catheter over the wire guide into the pleural cavity to desired depth. 9. Remove the wire guide and catheter obturator.¿ based on the information provided, inspection of the returned product, and the results of the investigation, a definitive root cause for this event has been traced to component failure without a deficiency in manufacturing or device design. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 28aug2020, it was reported that patient demographics are not available.

Manufacturer narrative:
(B)(6). Occupation: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the guide wire of a wayne pneumothorax set became stuck in the drain during pleural drainage in the axillary line. Consequently, the drain was removed and a new set was used. No difficulty was experienced when advancing the wire guide. The wire guide and obturator were removed as a unit. Upon receiving the device, the wire guide was noted to be elongated, thus prompting this report. No adverse effects to the patient have been reported.